Manufacturer narrative:
According to received information the compressor alarmed for low pressure. Our fse (field service engineer) was on site and investigated the issue. It was found out that the air tube/pipe that goes to the compressor motor was damaged. The tube was replaced and the issue was solved. The root cause of the low pressure was the damaged air tube/pipe of the compressor. However, we do not know how this damage occurred. Therefore the root cause for the damaged tube could not be found.

Event description:
It was reported that the compressor alarmed for low pressure. The patient involvement is unknown. Manufacturer ref.#: (B)(4).